Event description:
I had the abbott st jude spinal cord stimulator implanted. It seemed to be okay for the first few months but the pain and numbness in the center of my spine was followed by intense burning and heat. The abbott reps that had been very responsive pre-implantation did not respond to me and ignored my concerns. I called abbott directly and they told me to shut the device off. It's been off but continues to cause additional pain. I not only have my lower back pain but now have thoracic pain and numbness that is non stop. I'm having the device removed surgically this week which also requires an additional laminectomy. Abbott did not tell me that I could only have MRI at one location and it was nearly impossible to get images. It was nothing but lies and a sales pitch and then disappeared when problems arose. My dr sees an issue with the lead but I want to make sure this is properly documented. FDA safety report ID #(B)(4).